Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. The 2.50 x 38mm synergy xd drug eluting stent was advanced for treatment. During the procedure, it was noted that the distal part of the stent had become damaged. The device was removed and the procedure completed with a different device. There was no injury to the patient.